Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted due to the lack of a device sample. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. Root cause cannot be established.

Event description:
The customer alleges that the light on the device failed during intubation.no patient injury reported.